Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV". Device remains implanted.

Event description:
Healthcare professional additionally reported "severe hardening, capsular contracture, baker grade iii", "a very thick, partially calcified double capsule" and exchange due to patient's concern with textured product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, wear/abrasion and an opening on anterior. A leak test and microscopic analysis was performed which identified a puncture opening. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a striated puncture assessed as surgical damage-like, consistent in the use of some surgical tool. No calcification was observed. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional additionally reported "severe hardening, capsular contracture, baker grade iii", "a very thick, partially calcified double capsule" and exchange due to patient's concern with textured product. Device has been explanted.